Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 299 mg/dl, 129 mg/dl and 129 mg/dl within 10 minutes. (Not within precision for lifescan criteria). No symptoms reported. The customer care rep performed troubleshooting and the control solution test did not pass. The first time or when it was repeated. No medical advice was sought or treatment given. With a new vial of test strips the control solution did pass, therefore this is being reported as a strip malfunction. The meter and test strips were replaced and return expected.